Event description:
Nurse hooked up flexible ureteroscope to olympus machine and had no display on the screen, portable olympus tower and plugged in scope with the same results, blank screen on the display. Md had to abort the procedure and only do an exchange of double j. The scope was sent back to olympus the same day with a new scope to arrive the following morning.